Event description:
Revision surgery due to peri-prosthetic fracture 4 months post op. The stem quadra c was removed and replaced. A cable was used to fix the fracture. We were informed on (B)(4) 2012 only.

Manufacturer narrative:
Document review: quadra c femoral stem size 2 - (B)(4) / lot 112626 (40 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4). From the data collected, the event is highly unlikely device related.